Event description:
Reported via clinical study: it was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted with complete laa seal and deployed device diameter of 19 mm. The patient was discharged the same day on aspirin and with continuation of apixaban. On (B)(6) 2025, 328 days post index procedure the patient presented to the emergency room with a chief complaint of confusion and difficulty speaking. A stroke code was initiated. The patient was observed to have an elevated blood pressure of 176/119 mmhg and a glucose level of 102. A computed tomography (CT) scan of the head was performed and revealed no acute intracranial hemorrhage and transcortical infarct. There was a punctate area of calcification in the right caudate head and old lacunar infarct in the right putamen. Also, a moderate degree of chronic microangiopathy change in the subcortical and periventricular white matter bilaterally and also there was diffuse atrophy without regional predilection. On the same day, CT angiography of the head and neck with contrast performed showed a mild narrowing of the right posterior cerebral artery (pca) and mild atherosclerosis without significant stenosis of both carotid bulbs and the intracranial icas. There was slightly beaded appearance of the extracranial and intracranial arteries on both sides, suggesting the possibility of fibromuscular dysplasia or vasculitis. Additionally, low-grade narrowing of the p2 segment of the right posterior pca, and tortuosity of both extracranial icas as well as the other arteries in the neck was noted. An electrocardiogram (EKG) was performed and revealed an abdominal atrial-sensed ventricular-paced rhythm. The patient was hospitalized for further evaluation and treatment, and neurologist consultation was recommended. The patient was advised for telemetry near bed, physical and occupational therapy and speech therapy. The patient was started on aspirin 325 mg to treat the event. On (B)(6) 2025, the event was considered as resolved and on the same day the patient was discharged to home.

Event description:
Reported via clinical study it was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted with complete laa seal and deployed device diameter of 19 mm. The patient was discharged the same day on aspirin and with continuation of apixaban. On (B)(6) 2025, 328 days post index procedure the patient presented to the emergency room with a chief complaint of confusion and difficulty speaking. A stroke code was initiated. The patient was observed to have an elevated blood pressure of 176/119 mmhg and a glucose level of 102. A computed tomography (CT) scan of the head was performed and revealed no acute intracranial hemorrhage and transcortical infarct. There was a punctate area of calcification in the right caudate head and old lacunar infarct in the right putamen. Also, a moderate degree of chronic microangiopathy change in the subcortical and periventricular white matter bilaterally and also there was diffuse atrophy without regional predilection. On the same day, CT angiography of the head and neck with contrast performed showed a mild narrowing of the right posterior cerebral artery (pca) and mild atherosclerosis without significant stenosis of both carotid bulbs and the intracranial icas. There was slightly beaded appearance of the extracranial and intracranial arteries on both sides, suggesting the possibility of fibromuscular dysplasia or vasculitis. Additionally, low-grade narrowing of the p2 segment of the right posterior pca, and tortuosity of both extracranial icas as well as the other arteries in the neck was noted. An electrocardiogram (EKG) was performed and revealed an abdominal atrial-sensed ventricular-paced rhythm. The patient was hospitalized for further evaluation and treatment, and neurologist consultation was recommended. The patient was advised for telemetry near bed, physical and occupational therapy and speech therapy. The patient was started on aspirin 325 mg to treat the event. On (B)(6) 2025, the event was considered as resolved and on the same day the patient was discharged to home. It was further reported that the patient had a neurological examination and revealed nihss score 1 for facial palsy and the patient had history of an episode of vertigo and weakness in setting of hyponatremia which was thought to be due to hydrochlorthiazide (hctz) and rifampin.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. B7 other relevant history: updated with additional information received. H6: patient code added.

Manufacturer narrative:
H6: patient code 9088: electrolyte imbalance removed.

Event description:
Reported via clinical study: it was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted with complete laa seal and deployed device diameter of 19 mm. The patient was discharged the same day on aspirin and with continuation of apixaban. On (B)(6) 2025, 328 days post index procedure the patient presented to the emergency room with a chief complaint of confusion and difficulty speaking. A stroke code was initiated. The patient was observed to have an elevated blood pressure of 176/119 mmhg and a glucose level of 102. A computed tomography (CT) scan of the head was performed and revealed no acute intracranial hemorrhage and transcortical infarct. There was a punctate area of calcification in the right caudate head and old lacunar infarct in the right putamen. Also, a moderate degree of chronic microangiopathy change in the subcortical and periventricular white matter bilaterally and also there was diffuse atrophy without regional predilection. On the same day, CT angiography of the head and neck with contrast performed showed a mild narrowing of the right posterior cerebral artery (pca) and mild atherosclerosis without significant stenosis of both carotid bulbs and the intracranial icas. There was slightly beaded appearance of the extracranial and intracranial arteries on both sides, suggesting the possibility of fibromuscular dysplasia or vasculitis. Additionally, low-grade narrowing of the p2 segment of the right posterior pca, and tortuosity of both extracranial icas as well as the other arteries in the neck was noted. An electrocardiogram (EKG) was performed and revealed an abdominal atrial-sensed ventricular-paced rhythm. The patient was hospitalized for further evaluation and treatment, and neurologist consultation was recommended. The patient was advised for telemetry near bed, physical and occupational therapy and speech therapy. The patient was started on aspirin 325 mg to treat the event. On (B)(6) 2025, the event was considered as resolved and on the same day the patient was discharged to home.